Event description:
An olympus representative reported to olympus on behalf of the customer that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), a third-party catheter broke off inside the evis exera duodenovideoscope. The surgeon was initially able to pass the first catheter; however, after a while, there was a noticeable obstruction that caused further passage to be very difficult. The second balloon catheter was reportedly compromised after it¿s difficult passage, which caused a portion of the distal tip to become disassociated and remained in the patient. They attempted to pass a third catheter but were unable to. The surgeon suspected that a piece of stone may have become withdrawn and lodged in the lumen of the scope, causing damage or failure of the balloon catheter and for the distal tip to become retained in the patient; however, this could not be confirmed. The procedure was prolonged and because this was the only scope available, the remainder of the case was aborted. The patient was transferred to another facility, and a retrieval procedure was performed.